Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified crease flat, one curved opening on the radius, and partial delamination of the valve. Leak test and microscopic analysis were performed which identified partial delamination of the valve and one striated opening on the radius. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was one striated opening on the radius due to surgical damage consistent in the use of some surgical tools, and partial delamination of the valve assessed as adhesive failure.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.